Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware parts including the potassium, chloride, and sodium electrodes, sample probe, reference valve, mixer paddle and tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported receiving erroneous low sodium and high chloride patient results on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.